Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshooting was performed. There is a scratch on the screen but they can read the screen. Customer is not calling back after receiving a new battery cap. The battery cap was hard to remove. The type of battery in use was duracell. Customer inserted new aaa alkaline battery. Customer states the display did not return. Insulin pump will not be returning for analysis.